Event description:
It was reported that during da vinci-assisted hysterectomy - benign surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the left eye in the surgeon side console (ssc) was completely black. No related errors were presented in logs. Tse walked the customer through a hard power cycle on the ssc and reseated all blue fiber cables, but the issue persisted. Customer was electing to bring in another ssc to continue. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The left eye on the surgeon side console (ssc) was completely black. The customer used the other ssc of the dual system. Fse replaced the left high resolution stereo viewer (hrsv) monitor and regained vision. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv monitor was returned for failure analysis, but the reported failure could not be replicated or confirmed. No related errors were found in system logs. A visual inspection found no issues that could be related to the complaint. The unit was installed onto the golden system, and upon powering, the hrsv monitor displayed an image. The system underwent 10 power cycles, and the hrsv monitor functioned as expected. No related errors were found in the laptop app. However, it was observed that each time the system was powered on, the hrsv monitor experienced a delayed startup compared to the golden unit. The probable root cause could not be determined; however, a possible root cause can be attributed to an electrical component failure within the endoscope controller.